Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose meter reading of ¿high¿ (=600 mg/dl). The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient provided insulin injection as treatment. The reporter alleged an issue with frequent, persistent occlusion. Troubleshooting by animas customer support revealed the customer was not able to prime the pump without receiving occlusion alarm. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an occlusion issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-may-2019 with the following findings: during investigation, there were multiple occlusion alarms observed in the black box; the force at time of occlusions is high. The daily insulin delivery totals correctly reflect user's programmed basal rates. The rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. No occlusions occurred during testing. The pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.